Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample was received. No photo was provided. It could possibly be a small drop of the silicone applied to barrel walls to make the plunger rod movement smooth. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that a small amount of liquid was found in the bd luer-lok¿ tip syringe prior to opening the packaging. The following information was provided by the initial reporter: "what about the humidity storage recommendation? The reason why we ask is because we noticed a tiny amount of liquid in the syringe prior to opening the package."